Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that this part were broken during a cadaver lab training on (B)(6) 2018. Received broken part from warehouse on 03/14/2018. Customer number (B)(6). Please credit (B)(4) meetings & conventions/education logistics. These will be hand returned to the returns department at (B)(4) unsure of issue.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received by the depuy synthes customer quality analysis group for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.